Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the device did not cut well. Another device was used to complete the procedure. There was no bleeding, no tissue damage, and no add'l tissue loss. The case was not extended by more than 30 minutes.